Event description:
The complainant reported the automated impella controller (aic) experienced a battery failure (red alarm). This issue did not occur during clinical support, no patient involvement.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the battery failure alarm was due to a defective battery (rapid decline in cell voltage). This report is being filed as part of a retrospective review of historical records.